Event description:
It was reported that the device was placed according to labelling. The patient was seen in clinic for intervention. The lead was then removed and reinserted but high impedance persisted. A test resistor was then connected to the generator and the impedance value came back within normal limits. It was confirmed that the receptacles were cleaned with saline, and no debris was found in the lead or insertion area. It was stated that everything was engaged and clicks were heard, and that the setscrew was not visible in the lead receptacle. The patient underwent a full revision. The device has not been received by the manufacturer to date. No other relevant information has been received by the manufacturer to date.

Event description:
It was reported that the patient was seen in clinic with high impedance, ifi, and current not being delivered. The patient has not experienced any adverse events or increase in seizure activity, and no accidents or damage to the generator area were noted. The patient has been referred to a surgeon for review. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.